Event description:
N/a.

Manufacturer narrative:
Due to character restriction e1 phone# is (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the safety disk. The unit passed all functions and factory set safety indicators. The iabp was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) hospital reported that the machine leaked and alarmed and there was a problem with the safety disk, after the failure it was immediately shut down and not used. The iabp was replaced. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.